Manufacturer narrative:
Investigation summary:a review of complaint history did not identify any adverse trends. Root cause: insufficient info. Source: phone.

Event description:
Reported 1 false positive sofia 1 sars result for 1 individual patient. It is unknown whether the patient was symptomatic or asymptomatic. The customer communicated the result was confirmed negative by molecular (pcr testing). Multiple attempts were made to contact the customer for more information, but the customer was unresponsive.